Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; no anomalies were observed during bench test. Analysis found the lcd (liquid crystal display) was out of electrical specification (missing pixels). Analysis also found the ring bail was bent. (B)(4).

Event description:
It was reported that the external pulse generator display back light was not working. The epg was returned for repair. No patient complications have been reported as a result of this event.